Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00215, 2183959-2012-00216. On (B)(6) 2008, an ams apogee graft was implanted. It was reported that the patient experienced mesh erosion, hardening, recurrent incontinence, further complications, physical pain and suffering and required additional surgery, medical treatment and has sustained permanent injury. The patient had additional surgery on or about (B)(6) 2010 to revise mesh.